Event description:
It was reported that the patient experienced bent cannula event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was 18 mmol/ml and was treated with insulin pens. The site of insertion was leg. The infusion set was in use for less than twenty-four hours.

Manufacturer narrative:
Name: medtronic minimed. Street:18000 devonshire street. City: northridge. State: ca. Code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.